Event description:
The physician reported an unspecified malfunction "without shock" relative to the subject lead.

Manufacturer narrative:
This MDR was mistakenly associated to an isoline lead. This follow-up MDR is sent to notify the FDA that the actual lead is not manufactured by the reporting firm.

Event description:
The physician reported an unspecified malfunction "without shock" relative to the subject lead.